Event description:
During a pci procedure in an unspecified lesion, the maverick2 monorail balloon ruptured at 6 atms. (The number of inflations and to what atms is unk). No pt injuries or complications were reported. Pt status reported as "good."